Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following a fall the patient experienced ineffective therapy due to a fractured lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead could not be removed, however a new lead was implanted in its place to address the issue.